Event description:
The arrow multi-lumen cvc kit has changed the suture set to a curved needle from a straight needle and this has resulted in 2 needle sticks to providers during suturing. The provider is especially vulnerable during emergent situations to sustain a needle stick while suturing due to the technique required to use the curved versus the straight needle.